Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned and was tested on a generator and was found to be functional. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found. Due to this condition, it may lead for the hand pice to not work properly.

Event description:
It was reported that the handpiece is not functioning of the demo handpiece. Unk how case was completed.